Event description:
Robotic right inguinal hernia repair, robotic xi endoscope showed signs of poor vision. It was discovered that the right eye of the scope was not functional. All attempts to fix the problem at the field were attempted. A second 30 degree xi endoscope was opened and also failed to function properly, and "it's left eye was blurred over." The operating room team placed a phone call to the dvstat intuitive service line and all proper attempts to fix the issue were attempted with the second endoscope. A third endoscope was opened and the scope functioned properly. The procedure was completed as originally planned.